Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: during an attempted transfemoral endovascular procedure for a type ib endoleak in the ipsilateral iliac branch using the fishing-rope technique, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was advanced through a gore® dryseal flex introducer sheath (dryseal). According to the report, significant vessel tortuosity together with the curvature created by the fishing-rope technique made advancement of the vbx device through the dryseal sheath difficult. During advancement, the vbx device reportedly dislodged from the delivery balloon prior to reaching the intended implantation site. The dislodged vbx device was successfully retrieved from the patient. The procedure was subsequently completed with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) . No patient harm were reported.